Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needle were missing their inner shields, and experienced compromised sterility. The following information was provided by the initial reporter: consumer found several in box without the inner shields.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needle were missing their inner shields, and experienced compromised sterility. The following information was provided by the initial reporter: consumer found several in box without the inner shields.